Manufacturer narrative:
Additional information: lesion located in the ostium of the left main coronary artery. The device was prepped per IFU with no issues noted. It was reported that stent dislodgement occurred when attempting to deliver the stent to the lesion. It was stated that attempts were made using a snare to remove the dislodged stent but were unsuccessful. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the ostium. There was no damage noted to the packaging. There was no issues noted when removing the device from the hoop. It was reported that the stent dislodged from the balloon and got stuck in calcium. The stent has not been deployed or removed from the patient. The patient is reported to be alive with no injury.